Manufacturer narrative:
Based on responses to questions that were left unanswered during the investigation it has been decided that the thrombus covered here from (B)(6) 2020 appears to be the same as previously reported under MFR # 2916596-2021-04143. Additional information revealed the cta scan performed in (B)(6) 2020 was without contrast dye, so thrombus could actually not be confirmed until a comparison scan was done in (B)(6) 2021. Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management,¿ outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a computerized tomography angiography (cta) exam on (B)(6) 2020 that was indicative of a thrombus in the outflow cannula. This cta scan was ordered to rule out abscess or fluid collection around the driveline.

Manufacturer narrative:
Based on responses to questions that were left unanswered during the investigation it has been decided that the thrombus covered here from feb2020 appears to be the same as previously reported under MFR # 2916596-2021-04143. Additional information revealed the cta scan performed in feb2020 was without contrast dye, so thrombus could actually not be confirmed until a comparison scan was done in jul2021. Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp (B)(6). No product is available for investigation. The relevant sections of the device history records for mlp (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management,¿ outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a computerized tomography angiography (cta) exam on (B)(6) 2020 that was indicative of a thrombus in the outflow cannula. This cta scan was ordered to rule out abscess or fluid collection around the driveline.